Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, the stent on a 6mm x 120mm smart vascular self-expanding stent (ses) delivery system failed to open inside of the patient during attempted deployment and the stent was partially deployed inside the patient. Difficulty was encountered while removing the delivery system. The device was ultimately pulled out, and the stent was released outside of the patient. A non-cordis stent was used as a replacement. There were no reported injuries to the patient. This was during a lower-limb arterial stenosis procedure. The vessel at the target site was moderately calcified with 40% stenosis and no acute angle. The operator advanced the delivery system into the patient and used standard ¿fix and pull¿ technique when attempting to deploy. The device was stored according to the instructions for use (IFU), and there was no damage noted to the packaging prior to use. The smart locking pin was in place during advancement, and it was removed before deploying the smart control stent. The stent delivery system (sds) was advanced past the lesion and then retracted back into the lesion before deployment. The handle was held flat and straight outside the patient. The device was returned for evaluation. A non-sterile unit of product ¿smart 120/150, vascular 6x120mm¿ was received coiled inside of a clear plastic bag. The device was unpacked and inspected for evaluation. Examination confirmed that the device had been returned in a fully deployed condition. The stent itself was not returned for analysis. A kink was observed approximately 105 cm from the distal tip. The hemostasis valve was tightly closed. No additional abnormalities were identified during the visual inspection. Dimensional analysis was performed to verify key device attributes. The usable length of the stent delivery system was measured and found to be within specification. The outer sheath length was also measured and confirmed to be within specification. In addition, the outer member outer diameter (od) was measured at three locations and all measurements were within specification. Functional testing was conducted following inspection. Because the unit was returned in a fully deployed condition, the deployment mechanism was reset to its manufacturing configuration to simulate the stent deployment process. The mechanism was then actuated to simulate deployment, and no anomalies were observed. Additional functional analysis was performed by inserting the returned unit through the cap of a previously flushed laboratory sample csi french 6 device. The unit was subsequently withdrawn from the csi. No resistance or friction was observed during insertion or withdrawal. The reported stent delivery system (sds) deployment difficulty ¿ partial deployment could not be verified because the device was received with the stent already deployed and the stent itself was not returned with the sds. To support accurate evaluation and root cause determination, devices should be returned as received, without troubleshooting or manipulation, so that laboratory analysis can be performed under controlled conditions. Additionally, the reported stent delivery system (sds) withdrawal difficulty was not reproduced during functional testing. The device was successfully inserted into and withdrawn from a laboratory sample csi without resistance or operational abnormalities. Based on the available evidence, the exact cause of the reported events cannot be conclusively determined. Partial stent deployment may introduce resistance during withdrawal as the stent begins to expand or flare while the system is retracted. Withdrawal difficulty is recognized as a multifactorial event that may be influenced by patient-specific anatomy, procedural conditions, device handling, and operator technique. These factors cannot be fully assessed through returned product analysis alone; therefore, procedural or device-handling factors cannot be excluded as potential contributors to the reported event. According to the instructions for use, which is not intended to mitigate risk, ¿evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Introduction of stent delivery system: a. Ensure locking pin is still in place. Note: if the locking pin is not in place, system performance may be compromised, and another system should be used. B. Advance the stent delivery system over the guidewire through the sheath introducer to the lesion site. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Caution: always use an appropriate size introducer sheath for the implant procedure to protect vessel and access site. 4. Slack removal: a. Advance the stent delivery system past the lesion site. B. Pull back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the lesion site. C. Ensure that the stent delivery system outside the patient remains flat and straight. Caution: slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the lesion site.¿ the information available nor the product analysis indicates the reported event is related to a design or manufacturing deficiency. Therefore, no corrective or preventive action is warranted at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the stent on a 6mm x 120mm smart vascular self-expanding stent (ses) delivery system failed to open inside of the patient during attempted deployment and the stent was partially deployed inside the patient. Difficulty was encountered while removing the delivery system. The device was ultimately pulled out, and the stent was released outside of the patient. A non-cordis stent was used as a replacement. There were no reported injuries to the patient. This was during a lower-limb arterial stenosis procedure. The vessel at the target site was moderately calcified with 40% stenosis and no acute angle. The operator advanced the delivery system into the patient and used standard ¿fix and pull¿ technique when attempting to deploy. The device was stored according to the instructions for use (IFU), and there was no damage noted to the packaging prior to use. The smart locking pin was in place during advancement, and it was removed before deploying the smart control stent. The stent delivery system (sds) was advanced past the lesion and then retracted back into the lesion before deployment. The handle was held flat and straight outside the patient. The device will be returned for evaluation.